Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 04/26/2016, the reporter contacted animas, alleging a power (no power) issue. It was alleged that the pump had no power; no further information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/25/2016 with the following findings: visual inspection found no damage to the battery compartment or battery cap. The battery cap secured properly to the pump and maintained electrical connection. The pump powered on with functional auditory and vibratory features; however the display screen remained blank. The complaint of no power could not be confirmed or duplicated on investigation; the presence of audible tones and vibrations indicate that there is power to the pump. The pump¿s cover was removed, and investigation revealed a single component failure on the printer circuit board resulted in the blank display.